Event description:
It was reported that the patient experienced high impedances on the spinal cord stimulation lead, resulting in inadequate pain area coverage. The patient underwent exploratory surgery, where it was found that only two contacts were working. The device remains implanted in the patient. Additional information was received that during the exploratory procedure, the lead was found to be fractured at the anchor site, and there was a loss of stimulation, therefore, the system was turned off. The patient then underwent a lead revision procedure to replace the lead; however, during this procedure, the lead was found to have exposed wires at the anchor site and one working contact. The lead was then explanted due to the inability to place a new lead at a good vertebral level due to anatomical constraints. There were no reported complications postoperatively.

Manufacturer narrative:
The event was confirmed. Visual and x-ray inspection of the returned lead revealed that all cables were completely broken at the bent location of the lead. The bent location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported fracture and is traced to component failure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies as it states that system failure, which can occur at any time due to random failure of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Additionally, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure, all of which are known risks associated with implanting a pulse generator as part of a spinal cord stimulation system.

Event description:
It was reported that the patient experienced high impedances on the spinal cord stimulation lead, resulting in inadequate pain area coverage. The patient underwent exploratory surgery, where it was found that only two contacts were working. The device remains implanted in the patient. Additional information was received that during the exploratory procedure, the lead was found to be fractured at the anchor site, and there was a loss of stimulation, therefore, the system was turned off. The patient then underwent a lead revision procedure to replace the lead; however, during this procedure, the lead was found to have exposed wires at the anchor site and one working contact. The lead was then explanted due to the inability to place a new lead at a good vertebral level due to anatomical constraints. There were no reported complications postoperatively.

Event description:
It was reported that the patient experienced high impedances on the spinal cord stimulation lead, resulting in inadequate pain area coverage. The patient underwent exploration surgery, where it was found that only two contacts were working. The device remains implanted in the patient.